Event description:
Discovered hip was dislocated in recovery post op xrays. The head was knocked off during relocation reduction. Second surgery performed same day to locate head and reduce the hip. Surgeon was unable to locate head and decision was made to leave it.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.